Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 772 mg/dl and diabetic ketoacidosis and was subsequently hospitalized in the intensive care unit (ICU). Reportedly, an auto-off alarm occurred, and customer confirmed that there had been no interaction with the pump for an extended period. Customer acknowledged that this could have contributed to their bg level. Customer was treated intravenously with fluids of saline and insulin. Customer was released from ICU on (B)(6) 2021 with issue resolved and no permanent damage. Tandem technical support (cts) preform a system check and confirmed the pump was functioning as intended and educated the customer on the pump's auto-off safety feature per user guide. Per customer¿s request cts assisted customer in adjusting auto off feature. Cts advised the customer to consult with healthcare provider whenever settings are changed.